Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The day prior to this report, the patient heard an alarm; it sounded like a truck backing up. Initially, the patient couldn¿t figure out where it was coming from. On the morning of this report, the patient figured out that it was the pump. It was alarming at 10 minute intervals with 3 beeps. The patient was feeling fine. The last pump refill was on (B)(6) 2014. The patient was seen on (B)(6) 2014. Review of the pump logs showed that the pump motor stalled on (B)(6) 2014 at 19:09; it had not recovered. The patient had not been near a magnetic field. The patient was still not having any symptoms. The device system was delivering bupivacaine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.